Event description:
Patient presented to the physician with swelling, inflammation, and pain at the ipg pocket. Patient also reported that the chest incision site is painful to the touch. Physician prescribed steroids and antibiotics.